Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed black foreign matter in the mesh filter could not be identified and a definitive root cause of the issue could not be determined, however, it is believed that the source of the black foreign material was the hose, which was replaced to resolve the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The device evaluation found the e16-it takes too long to fill the reprocessing basin with disinfectant solution and foreign material in the cleaning tank issue were due to bad sanitizer pump. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus repair technician reported e16-it takes too long to fill the reprocessing basin with disinfectant solution on the endoscope reprocessor. The issue was found during receipt inspection at the olympus repair facility. There was no patient involvement. There were no reports of patient or user harm associated with this event. The device was evaluated by olympus. During the device evaluation, the following reportable malfunction was identified: a foreign object was found in the cleaning tank.